Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 22july2019. The manufacturer's field service engineer (fse) performed remote troubleshooting and determined the pm pcb or power strip overlay required replacement. It was recommended that the customer swap the parts to determine the failure. The customer determined the failure to be the power strip overlay. The customer ordered parts to perform repairs. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported by the customer that an led failed alarm occurred. There was no patient involvement.